Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the keypad was coming away from the insulin pump. Most recent blood glucose reading was 7.9 mmol/l. The customer did not recall any significant events leading to the damage. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with critical insulin pump error and broken force sensor error alarm due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical insulin pump error. No moisture damage was found on the keypad assembly, however moisture damage was found on the motor and the force sensor during visual inspection. The insulin pump received with scratched case, cracked select button keypad overlay, peeling keypad overlay, pillowing keypad overlay, and minor scratched lcd window.